Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv lead noise was noted. No intervention was performed, the physician decided to monitor the patient only. The patient's condition is fine after the event.

Event description:
New information received notes that another instance of non-sustained rv oversensing was observed. Lead replacement was recommended.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016 with no complications. Patient condition was stable.